Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7081003.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to migration and also noted of high impedances. The patient underwent lead replacement procedure, and the explanted leads were not returned as discarded by the facility.